Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping/pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 09-011dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain, dysmenorrhea, adenomyosis, uterine bleeding, uterus enlarged and benign ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception and meclofenamate sodium for pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2012, the patient experienced pain ("pain"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, removal of fallopian tubes, removal of essure bilaterally on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain and pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: essure tubal ligation. There were about 3 to 5 of the wire loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: complete occlusion of bilateral fallopian tubes; on (B)(6) 2012: results: no issues were noted. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. Lot no. Added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping/pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 09-011dk-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain, dysmenorrhea, adenomyosis, uterine bleeding, uterus enlarged and benign ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception and meclofenamate sodium for pain. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2012, the patient experienced pain ("pain"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, removal of fallopian tubes, removal of essure bilaterally on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain and pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6)2012: essure tubal ligation. There were about 3 to 5 of the wire loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: complete occlusion of bilateral fallopian tubes; on (B)(6)2012: results: no issues were noted. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-apr-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping/pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain, dysmenorrhea, adenomyosis, uterine bleeding, uterus enlarged and benign ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) for contraception and meclofenamate sodium for pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2012, the patient experienced pain ("pain"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, removal of fallopian tubes, removal of essure bilaterally on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain and pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: essure tubal ligation. There were about 3 to 5 of the wire loops visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of bilateral fallopian tubes; on (B)(6) 2012: no issues were noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs and medical record received. Events added: vaginal bleeding, apareunia, dyspareunia, lower abdominal pain. Concomitant conditions and concomitant drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding) starting approximately 1 month after the insertion. Three years after insertion, the plaintiff underwent total vaginal hysterectomy with removal of fallopian tubes and removal of essure bilaterally. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention and device removal. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2012, the patient experienced menorrhagia ("heavy menstrual bleeding") and pain ("pain"). The patient was treated with surgery (total vaginal hysterectomy, removal of fallopian tubes, removal of essure bilaterally on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia and pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, back pain, menorrhagia and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was no issues were noted. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding) starting approximately 1 month after the insertion. Three years after insertion, the plaintiff underwent total vaginal hysterectomy with removal of fallopian tubes and removal of essure bilaterally. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention and device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.